Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received insulin flow blocked alarm for the second time. The customer's blood glucose was 6.8 mmol/l. The customer did not try different cannula lengths. Troubleshooting was performed for recurring alarms and the customer was assisted to perform displacement test and self test. The customer stated they tried all remedies but the issue was not resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No delivery/occlusion alarm during test.